Manufacturer narrative:
Additional information provided. The operators manual cautions it will be difficult to obtain accurate, consistent, and reliable measurements if any of the following conditions or situations exists: patients having progressive retinal pathology such as diabetic retinopathy, macular degeneration, or any other pathology that the physician deems would interfere with patient fixation. Patients having corneal pathology such as fuchs¿ corneal dystrophy, epithelial basement membrane dystrophy (ebmd), keratoconus, advanced pterygium impairing the cornea, or any other pathology that the physician deems would interfere with the measurement process. Patient¿s for which the preoperative regimen includes residual viscous substances left on the corneal surface such as lidocaine gel or viscoelastics. Visually significant media opacity, such as prominent floaters or asteroid hyalosis, will limit or prohibit measurement process. Image quality indicator will indicate when this is an issue. Patients having received retro or peribulbar block, or any other treatment that impairs their ability to visualize the fixation light. Utilization of iris hooks during an ora system image capture will yield inaccurate measurements. Potential complications includes: potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the verifeye screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post rk eyes might yield inaccurate refractive measurement. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Based on the information provided for this investigation, the customer reported event is unable to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported high levels of variability with cylinder during aphakic measurements in magnitude compared to pre-operative plans. The surgeon does not feel that cylinder measurements can be relied on and may require assistance in analysis. System recommendations for toric cases have not been utilized as a result. There have been multiple occurrences since the system has been commissioned. No patient harm was reported. Cataract extraction with intraocular lens implant was completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, it was noted that this occurred with two patients. Patient number ones, guided analyzer recommendation contradicted itself by recommending an intraocular lens (iol) power that was different at the aphakic stage yet agreed with the pre-operative calculated iol power implanted at the pseudophakic stage. There are two related reports for this facility. This report addresses patient number one and another manufacturer report will be filed for the other patient.